Manufacturer narrative:
The event occurred on an unreported date around (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to a fungal infection. The patient was treated with unspecified intravenous and intraperitoneal antibiotics for the event. Pd therapy was discontinued. Patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.